Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the customer was hospitalized due to low blood glucose. The customer's blood glucose was below 30 at the time of the incident. The customer's blood glucose was 115 mg/dl at the time of the call. The date of the hospitalization was (B)(6) 2015. The representative stated that the customer over bolused which caused the low blood glucose. The representative stated that the emergency medical services were called and gave the customer dextrose IV to treat the low blood glucose. The representative stated that the customer declined to troubleshoot for the low blood glucose. The insulin pump will not be returned for analysis.